Event description:
It was reported that during a surgical procedure at the user facility, a particle came out of the sponge and was pulled out of the patient. The procedure was completed successfully without a clinically significant delay; there were no adverse consequences or medical intervention.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a surgical procedure at the user facility, a particle came out of the sponge and was pulled out of the patient. The procedure was completed successfully without a clinically significant delay; there were no adverse consequences or medical intervention.